Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, with functionality often restored only when connected to a charger, and a restart temporarily improved operation before the issue recurred. Symptoms included no reported adverse clinical effects, with blood glucose reported in range and unaffected. Outcomes included continued pump use with backup therapy advised due to unreliable interaction for insulin delivery and meal announcements, and a replacement device arranged. Investigation included remote troubleshooting, user-guided restart, and review of device operation and return logistics. Investigation of this case revealed a suspected hardware malfunction involving the user interface sleep/wake button, consistent with a component performance failure that impaired normal device interaction but not insulin delivery at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.